Event description:
The rptr received first set of breast implants 9/18/79 and a second set on 11/20/79. Severe capsular contracture, leakage of implants, muscle pain, chronic fatigue, hard implants, swollen lymph glands, cognitive problems, loss of weight, fatigue, vision problems, low white count, cancerous bladder tumors, ruptured implants, hair loss, closed capsulotomies, chronic pain behind left breast, hardening of skin around implant, migration of implants, visible wrinkles, can't lie on stomach (chronic pain), carpal tunnel, memory problems, limited mobility, polyarthralgias, red areas on thigh, myalgias, fibromyalgia, low back pain, dermatitis, breast masses, fibrositis infections, lymes, not sleeping well, nocturia, chronic fatigue syndrome, flu, weight gain, mild restrictive lung disease.